Event description:
A surgeon reported that after bilateral intraocular lenses (iol) were implanted, the patient reported blurry distance vision, glare and halos that cause difficulty driving at night. The patient also had some posterior capsular opacification and yag laser capsulotomies were performed bilaterally. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information phone and fax. A completed questionaire was not received. (B)(4).